Manufacturer narrative:
The reported event did not occur while in use with a patient. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Upon receipt of an automated impella controller for evaluation, the abiomed engineer found the controller generated a battery failure alarm and the battery stayed at 50%. No patient was involved in the reported event.